Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer was in the hospital for hip replacement and let go of the basal rates and had high readings. The customer was assisted with turning on the basal patterns. The customer's lowest blood glucose reading was 146 mg/dl. The customer was advised to speak with a health care provider.